Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was an incomplete staple line. From the fourth application of staples, it was noted incomplete staple. Hence the obligation to make a manual sutures and use a second device. There were no adverse consequences to the pt.